Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. We will send a follow-up report if anything is updated when device is returned. We will continuously monitor whether similar or same complaint occurs. The suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
(B)(6) 2016, a beta stent was implanted for the treatment of a post sleeve gastrectomy fistula at the cardias. The stent was implanted without any problems and the removal was planned 5 weeks after the deployment. Five days before that planned for the removal, the patient underwent an abdominal CT because she had pain. The CT showed that the stent migrated in the ileum, 25 cm far from the ileocecum valve. One week later, the stent was already in the same position, because the patient had a modified anatomy, (B)(6) 2016 they proceeded to the surgery to remove the stent. When they removed the stent they found that it was broken into 2 parts.